Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and the trend was variable. Analysis of the device memory indicated a lead impedance out of range alert. A sub-threshold lead impedance alert was recorded on (B)(6) 2013. Svc defibrillation impedance varies between 83 and 254 ohms throughout the record. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was also reported that the high voltage portions of the implantable tachy lead were exhibiting high and varying impedance measurements.

Event description:
It was reported that the patient's right ventricular (rv) lead is exhibiting high impedance levels. The lead remains in use. No patient complications have been reported as a result of this event.